Event description:
It was reported that, oversensing was noted on the right ventricular channel on the device. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that post paced t-wave oversensing was noted on the device. Technical support was contacted and recommended reprogramming.